Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up. Upon interrogation, the implantable cardiac monitor exhibited a software error message. No intervention was performed at this time. No patient symptoms were reported and the patient would be monitored.